Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited back-up vvi operation. Due to low battery status, further trouble shooting could not be performed. No medical intervention was performed. No further information was reported.